Event description:
It was reported that the patients spinal cord stimulation (scs) leads had migrated. Xray was taken and revealed that one lead migrated down a few contacts. The patient underwent a revision procedure wherein a fixate was replaced and the lead was repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7077374.